Event description:
Statement from attorney indicates: "in a lawsuit against his physician, pt reportedly is claiming some substance (perhaps codeine) delivered via his synchromed pump resulted in a t10 paralysis. Etiology of the paralysis is undetermined."